Event description:
The facility reports the caregivers were lifting the resident, who had slipped off his recliner to the floor. After securing the resident to the lift and sling, they started to lift him. The battery charge went low, so they installed a new battery in the lift and began to lift him. When he was approx 1 inch off the floor, the right-hand side of the framed powered dps bar bent at a 90-degree angle. Neither the staff nor the resident were injured.